Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: ni. Event description: [name] texted me to inform me that when she was scrubbing in one of dr. [Name] cases the clip applier fired one clip, then would not fire again. They had to open a new one, and that one worked. She has kept the one that didn¿t work in her office. Additional information provided by applied medical representative on (B)(6) 2025: the endoclip applier deployed a clip one time, the next times he tried it no clips would come out. The trocar model/size used was 5mm x3, 12mm x1 applied medical. On the second attempt a clip would not produce. I did not see a clip loaded and visible between the jaws of the device. No a clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. No a loaded clip was not manually removed from the jaws. It felt like resistance to me when we removed the clip applier from the trocar and tried again to produce a clip-nothing came out. Patient status: outpatient and went home. Intervention: they had to open a new one, and that one worked.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, the lot number was provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: ni. Event description: [name] texted me to inform me that when she was scrubbing in one of dr. [Name] cases the clip applier fired one clip, then would not fire again. They had to open a new one, and that one worked. She has kept the one that didn¿t work in her office. Additional information provided by applied medical representative on (B)(6) 2025: the endoclip applier deployed a clip one time, the next times he tried it no clips would come out. The trocar model/size used was 5mm x3, 12mm x1 applied medical. On the second attempt a clip would not produce. I did not see a clip loaded and visible between the jaws of the device. No a clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. No a loaded clip was not manually removed from the jaws. It felt like resistance to me when we removed the clip applier from the trocar and tried again to produce a clip-nothing came out. Patient status: outpatient and went home. Intervention: they had to open a new one, and that one worked.